Manufacturer narrative:
It was reported that the patient's pcl failed. Revision surgery is planned to address the issue and insert thicker poly inserts for extra stability. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's pcl failed. Revision surgery is planned to address the issue and insert thicker poly inserts for extra stability.